Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's blood glucose level was 52 mg/dl and another blood glucose level was over 550 mg/dl. Customer stated that their blood glucose was fluctuating. Customer stated that they received sensor updating and change sensor alert. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.